Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings when compared to unspecified readings obtained on a competitor brand device. As a result, customer experienced a "partial loss of consciousness". However, after regaining consciousness the customer was able to self-treat with unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and water-based liquid contamination was observed on pcba (printed circuit board assembly) triangle. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests during the investigation indicates that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings when compared to unspecified readings obtained on a competitor brand device. As a result, customer experienced a "partial loss of consciousness". However, after regaining consciousness the customer was able to self-treat with unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings when compared to unspecified readings obtained on a competitor brand device. As a result, customer experienced a "partial loss of consciousness". However, after regaining consciousness the customer was able to self-treat with unspecified treatment. There was no report of death or permanent injury associated with this event.